Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that sometime post a chronic catheter placement, the patient allegedly developed infection. It was further reported that the device was allegedly fractured, and components of the device was separated from one another, and migrated inside the patient¿s body. It was also reported that the patient was contracted with serious infections, including two different bacterial infections, as well as a yeast infection in the blood, which were attributed to the central catheter. Furthermore, patient developed blood clot just above the heart which was completely occluded along the right arm and possibly the left arm and was also diagnosed with superior vena cava syndrome (svc). Several angioplasties were performed to open the arteries but were unable to do so. Reportedly, the catheter was exchanged. The current status of the patient was unknown.